Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: the tip has broken off the retaining sleeve long during use. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. The device was returned and is entering the complaint system. The investigation is ongoing. Placeholder.